Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomedical engineer stated they had tested the audio on the mx40 and the audio failed. There was no patient involvement.